Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism.

Event description:
It was reported that during an implant procedure, the lead sensing was low for an acute lead and sensing was varying. The threshold was high for an acute lead and unstable also. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.